Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial trial extractor broke while removing the trial insert. All pieces were retrieved.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this reported event was not returned for examination. Review of a provided photograph confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.